Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt has been complaining of groin pain recently.

Manufacturer narrative:
Following investigation of the returned devices and provided patient x-rays by depuy international bioengineering, notification was received that the root cause could not be determined with the information provided. A search of the complaint databases did not show any additional reports against the product and lot code combinations since their release to distribution. Review of the device history records did not reveal any related manufacturing deviations or anomalies. The investigation could not draw any conclusions regarding the reported event as pain has many causes. The complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Depuy considers the investigation closed at this time. Should additional information be received, then the complaint shall be investigated further.